Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available photos were reviewed, and a crack was identified on the posterior aspect of the impactor. Additionally, some nicks and marks were noted. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed, the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there is a crack in the attune femoral impactor. The other one has lots of scratches on it.